Manufacturer narrative:
Corrected data: event summary corrected to reflect potential pending surgical intervention to address lead impedance issue.

Event description:
Related manufacturer reference number: 1627487-2023-04213. It was reported that the patient's ipg was providing less than 24 hours of therapy between charges. Surgical intervention was undertaken on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue. During the procedure, it was discovered that the patient's lead is exhibiting high impedances and the patient is experiencing ineffective therapy as a result. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was providing less than 24 hours of therapy between charges. Surgical intervention was undertaken on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue.